Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is in need of an fco update and evaluation. There was no specific request as to what needed to be evaluated. There was no reported patient or user involvement and no adverse patient/user impact.